Event description:
It was reported that the insulin pump has an unresponsive keypad. Customer reported that insulin pump went through an xray machine at the airport. The blood glucose reading was 65 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to moisture damage on the keypad traces. The insulin pump had minor scratches on the display window, a cracked display window corner, a cracked reservoir tube lip and a cracked reservoir tube.